Event description:
The facility reports 16 out of 18 patients who had surgery in 2006 developed toxic anterior segment syndrome (tass). The facility is looking into products used during surgery and wanted to know if there were any changes in the composition of the viscoelastic. It was reported that it appeared to be "stickier" than usual. The facility is also looking into their instrument cleaning and sterilization procedures. It was reported that they have not been cleaning their handpieces as instructed in the directions for use (dfu) and they have been re-using single-use tips. The cause of tass at this facility is not known. Additional information including patient identifiers and outcomes was requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation.